Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker recorded two signal artifact monitoring (sam) episodes. One episode was due to oversensing of the minute ventilation (mv) feature signal on the right atrial (ra) lead, and the other episode was due to atrial driven rates resulting in the mv feature to disable. It was noted that impedance measurements were within normal range during sam episodes. A lead safety switch (lss) was also triggered as a result of high out of range pacing impedances, measuring greater than 2000 ohms. Technical services provided programming options. Mv and sam features were to be turned back on. There were no adverse patient effects reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.